Event description:
It was reported that prior to starting a da vinci si surgical procedure, a cable on the small grasping retractor instrument was observed to be broken. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken pitch cable at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks.